Manufacturer narrative:
Gambro does not regard the submission of this report as an admission of liability. There is no evidence that a gambro product caused or contributed to the event of hemodialysis. Gambro blood lines MFR also submitted their MDR #8030638-2007-00005 for this event. Gambro dialyzer MFR also submitted their MDR #9611369-2007-00301 for this event.